Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxh 800 coulter cellular analysis system had a leak of waste fluid with blood. Customer reported that the leak was contained inside the instrument. Customer reported that the volume of the leak was 30 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed leaks which contained mixture of blood with diluent and differential lyse reagent below the air mix temperature control (amtc) assembly, caused by overflowing of the mixture from the differential and nucleated red blood cell mixing chambers. The fse cleaned and flushed the drain ports on both chambers and cleaned up the leaks.

Manufacturer narrative:
Evaluation results: differential and nucleated red blood cell mixing chambers. (B)(4).